Manufacturer narrative:
Fields corrected: h.3., h.6.: the actual complaint product was not returned for evaluation. The device history record and sterilization record for this lot have been reviewed and found to be in compliance. A trend-related investigation was performed; no trend could be identified. There was no nonconformity or deviations during the manufacturing process which related to the nature of the complaint. The root cause could not be determined. The manufacturer internal reference number is: (B)(4). H.11: reflects all related report numbers associated with this product event that have been submitted at this time.

Manufacturer narrative:
H.3., h.6.: the complaint sample has not returned for evaluation. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. D.4.: this is the first of two reports for the same consumer involving two different lot numbers of the same product. It is unknown which contributed to the event. Refer to 2024-57662-02 for the second reported lot number. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.

Event description:
Initially information received from consumer stating that the consumer experienced scratch in the black part of the left eye after removal of the contact lenses and faced difficulty to remove the contact lenses from the eye. The consumer was diagnosed with corneal ulcer and was prescribed with moxifloxacin 0.5 eye one hour intervals for first day and two hours intervals for the next two days and currently using one drop for every three hour. Follow up was advised for next checkup. The consumer was using the product as per directions, never sleeping in them or wearing them longer than eight hours. The did not had any issues with the trial contact lenses and did not use the involved specific unit prior to these events. The current status of the consumer¿s eye is not symptoms resolving at the time of this report.